Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and moderately calcified anterior tibial artery. A 2.50mm x 150mm, 150cm ranger sl drug coated balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the ranger device was returned to our post market quality assurance laboratory. A visual examination of the returned device found that the balloon had been inflated and was not refolded. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per IFU the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination found no issues with the shaft of the device. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and moderately calcified anterior tibial artery. A 2.50mm x 150mm, 150cm ranger sl drug coated balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.